Manufacturer narrative:
The insulin pump alarmed with a motor error during the rewind process due to a jammed motor gear box. The pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and a cracked lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer was able to prime and rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.